Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. During visual inspection, front and bottom enclosures were observed damaged, thus confirming customer complaint of damaged platform cover next to handle. The enclosures were replaced to address the issue. The autopulse platform is a reusable device and was manufactured in 2009 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Review of the archive showed no record of a system error. Functional testing was performed and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" and damage observed on platform cover next to handle . There was no patient involvement. System 2 of 3. For the first system see MFR 3010617000-2018-00271, for the third system see MFR 3010617000-2018-00277.

Manufacturer narrative:
Correction. Autopulse platform serial number correction from (B)(4) to (B)(4).